Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(4). Batch: 16985330.

Event description:
It was reported that the patients stimulator no longer worked. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.